Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the tip of the catheter was folding back on itself in the patient and could not be placed. After several attempts, the physician aborted the procedure. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.